Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected and observed clog/blockage in the high concentration waste (hcw) line from the hcw pump connector down into the hcw manifold. The fsr cleaned the pump connector, tubing and hcw manifold, which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of the alinity ci processing module, serial number (B)(6) service history revealed zero (0) service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month for similar complaints review of tickets did not identify any trends or systemic issues. A review of labeling found the alinity ci series operations manual and the alinity c service documentation provide adequate information regarding the troubleshooting of erratic / discrepant results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for the alinity ci processing module, serial number (B)(6).

Manufacturer narrative:
Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased multiple assay results generated on the alinity c analyzer on several patients. The one results example provided: on (B)(6) 2020 sid (B)(6) on alinity (B)(4)/repeated on (B)(4). Carbon dioxide (co2) = 22.6 mmol/l/repeated=19.8 mmol/l there was no reported impact to patient management.